Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level which resulted in the customer going to the emergency room and was then subsequently hospitalized; cause of high bg and bg level was not provided. Reportedly, on the way to the hospital, the pump was dropped which resulted in the pump touchscreen being cracked and unresponsive. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.